Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. However, the flush port broke off. The device was replaced, and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: upon device return and inspection, it was observed that the flush luer detached from the flush port.

Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. However, the flush port broke off. The device was replaced, and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.